Event description:
Pts blood pressure decreased from 100/60 to 60/40.

Manufacturer narrative:
Analysis: symptom of hypotension during transfusion using device appears limited to small cohort of conditions, all of which cause vascualr instability in pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of following circumstances: hemodialysis, cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors. In this specific case conditions were: (ace inhibitors), transfusion through central line and septicemia. These conditions per se do not result in precipitous hypertensive reaction. It appears that some variable in blood component transfused, as well as an unidentified idiopathic factor in pt must also be present. It is unclear as to whether when preceding conditions and/or practices exist in proper configurations, whether the device also plays a contributing role in reaction observed. Overall, device has been used for multiple thousands of transfusions (in absence/and presence of above conditions), without incidence of hypotension reactions. At this health care facility, all transfusions for cardiothoracic pts, and oncology pts, were administered through more than 500 units of this modedl device with total of six *(6) hypotensive episodes. There has been no correlation between mfg lots and theses reactions. Review of lot mfg history revealed deviations from normal MFR. This category of reactions appears limited to small number of heatlh care facilities. Although this reaction could be consistent with presence of short-lived biological modifier, no evidence of such a modifier was confirmed in this instance. The specific cause of this category of low frequency hypotensive reaction remains unidentified. Following standard pharmacopeial therapy to reverse hypotension, pt was not reported to have any long term or permanent effects.